Event description:
In 2009, epidural placed for vaginal delivery. Pt with scoliosis, left sided numbness following first placement - second epidural placed with desired numbness. Severe headache following first epidural. The next day, confused/combative - blood patch. On the same day, transferred to wake forest university baptist medical center with diagnosis of bacterial meningitis probably related to epidural anesthesia. Dates of use: 2009. Diagnosis: epidural anesthesia for vaginal delivery.